Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and iris atrophy. The lens was exchanged for a longer lens.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4). Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn and broken. (B)(4).